Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v503942, implanted: (B)(6) 2010 product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4) ubd: 29-jun-2014, UDI#: (B)(4). Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient started leaking again about 2 weeks ago and that this had been going on for the last two weeks and the patient stated they were worried their lead might be out of place. The patient noted they had tried increasing stimulation to see if that helped but then when they increased it too hight it was uncomfortable so they lowered it back to 3.0. The patient stated they were currently on program 4 and stated that they called the health care physician (hcp) office and the nurse there told them to call the manufacturer company. While on the call, the patient synced with their programmer and the programmer showed stimulation was on. It was noted the patient felt stimulation in the correct bike seat area and patient services helped the patient change from program 4 to program 1 with stimulation at 3.4 again the patient noted they felt stimulation comfortably in the bike area. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28 ,lot# v503942, implanted: (B)(6) 2010, product type: lead. Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). When asked what actions and interventions were taken to resolve the lead being out of place the hcp replied that the lead was in the correct position. There were no further complications reported/anticipated.